Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced symptoms described as "issues with speech" and was unable to self-treat due to their symptoms. The customer was provided with sugar from a non-healthcare professional, and sugar and sweets from a health care professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced symptoms described as "issues with speech" and was unable to self-treat due to their symptoms. The customer was provided with sugar from a non-healthcare professional, and sugar and sweets from a health care professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. The returned sensor was not found faulty. Visual inspection has been performed on the returned reader and observed reader to be damaged due to use related issue. Reader powered on with button depression, usb (universal serial bus) cable and test strip insertion. The observed damage prevented the reader from functioning as intended. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was activated with a known good reader and signal and sound icons were observed as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software to establish bluetooth connection and isf (interstitial fluid) command was sent to receive ble (bluetooth low energy) packets on the app screen after waiting for few minutes. First 5 ble packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. The reader has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the reader met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (serial number) was updated from (B)(6). This serves as a correction report. Section d1 - (brand name) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced symptoms described as "issues with speech" and was unable to self-treat due to their symptoms. The customer was provided with sugar from a non-healthcare professional, and sugar and sweets from a health care professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi value (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. At this time the reader has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Section d4 (expiration date), d4 (primary UDI number) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from 0j07t8yhq to 0j07p8yhq. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced symptoms described as "issues with speech" and was unable to self-treat due to their symptoms. The customer was provided with sugar from a non-healthcare professional, and sugar and sweets from a health care professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.